Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the reported occlusion alarm code was noted. Visual and functional tests were performed on the returned device. Upon visual inspection, downstream occlusion (dso) seal was noted to have air bubble. Upon functional evaluation, the reported event was duplicated. The probable cause of the reported problem is loss of calibration data. Replaced the dso seal and recalibrated dso sensor to resolve the issue. Service history was reviewed and the device was not in repair in last year.

Event description:
It was stated that the cadd solis pump was continuously alarming for occlusion in stream. There was no patient involvement, and no patient harm/ adverse event.